Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection and voltage test were performed and no defects were found. (B)(6) pairing testing was performed and the test failed. Functional testing was also performed and the test failed. The shared data log was reviewed and the reported receiver message for low transmitter battery was not confirmed via data, but the data evaluation did confirm a but the data evaluation confirmed a transmitter failure. The reported event of low transmitter battery error message was not confirmed. The root cause could not be determined. Based on the findings of transmitter failure, this issue has been upgraded from non-reportable to reportable.